Manufacturer narrative:
The device has not been returned yet. Thus, a proper device analysis could not be completed, nor the reported issues confirmed. The customers stated that there was no damage noted during preparation for use indicating a product quality issue did not contribute to the reported issues. It was stated by the customer they are using the yamane technique to implant lenses. This technique induces a larger amount of force while trying to position the haptics in the scleral tunnel. Our lenses are intended to be implanted in the capsular bag. Additionally, it was stated the customer is using a j&j emerald injector to implant the lens. Our lenses are intended to be implanted using a z28 cartridge. Thus, the lens was being used off- label. Based on the information provided, the risk assessment for the lucia product and based on our experience and other complaints that have already been resolved we have determined that the following factors may have cause or contributed to the damaged haptic is but is not limited to: · loading strategy · lens placement technique · accessory device support · poor handling during folding and inserting risk assessment has been reviewed within the technical file for hydrophobic lens. Risk assessment identifies damage of iol optic and/or haptic to potentially because by use of inappropriate surgical instrument or improper handling or improper implantation technique. This is seen as a reasonably foreseeable misuse that may result in additional surgery because of impaired vision; and potential iol explantation. This is considered as a serious severity of damage that may result in injury or disability which requires surgical intervention. The likelihood of occurrence is estimated to be occasional. The resulting risk is deemed acceptable. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and met all criteria for release.

Event description:
It was reported that the haptic pulled out of the optic. Lens was explanted, and another lens was implanted. No additional information provided.